Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5104303) on 13-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('pain from her menstrual cycle is very bad') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pruritus ("nickel which causes an itching reaction all over her body"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criterion medically significant), hypomenorrhoea ("menstrual cycle has become much shorter lasting only 1-3 days"), migraine ("migraines"), abdominal pain upper ("sharp pain in her stomach"), noninfective oophoritis ("patient said her left ovary was inflamed at one point and") and gastrointestinal motility disorder ("she has trouble with bowel movement needs to take laxative"). At the time of the report, the dysmenorrhoea, pruritus, hypomenorrhoea, migraine and gastrointestinal motility disorder outcome was unknown and the noninfective oophoritis had resolved. The reporter considered abdominal pain upper, dysmenorrhoea, gastrointestinal motility disorder, hypomenorrhoea, migraine, noninfective oophoritis and pruritus to be related to essure. The reporter commented: serious injury (and date of event as (B)(6) 2015) mentioned but not specified and/or assigned to any of the event. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5104303) on 13-oct-2021. The most recent information was received on 21-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('pain from her menstrual cycle is very bad') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pruritus ("nickel which causes an itching rection all over her body"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criterion medically significant), hypomenorrhoea ("menstrual cycle has become much shorter lasting only 1-3 days"), migraine ("migraines"), abdominal pain upper ("sharp pain in her stomach"), noninfective oophoritis ("patient said her left ovary was inflamed at one point and") and gastrointestinal motility disorder ("she has trouble with bowel movement needs to take laxative"). At the time of the report, the dysmenorrhoea, pruritus, hypomenorrhoea, migraine and gastrointestinal motility disorder outcome was unknown and the noninfective oophoritis had resolved. The reporter considered abdominal pain upper, dysmenorrhoea, gastrointestinal motility disorder, hypomenorrhoea, migraine, noninfective oophoritis and pruritus to be related to essure. The reporter commented: serious injury (and date of event as (B)(6) 2015) mentioned but not specified and/or assigned to any of the event. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-oct-2021: quality safety evaluation of ptc. Coding request received. Correction due to discrepancy between coding action item and match point coder query: description to be coded was changed from itching all over body to itching all over body nos. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.